Event description:
It was reported that during a da vinci-assisted prostatectomy- simple surgical procedure, universal surgical manipulators (usm) 1 and 2 were disabled. Prior to calling the technical support, the customer disabled the usm 1 and 2 and did not know how they did it. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer hard power cycle the system to attempt un-disable the usm's and locked them up but the issue persisted. After the power cycle, the system came up with a 319 error on usm 2. The isi tse had the customer try another hard power cycle of the patient cart and the system still came up with 319 on usm 2. The customer elected to disable arm 2 to proceed with the procedure. The procedure was completed with no reported injury. An isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. An isi fse found usm 2 rolling loop loose and stuck in gear. An isi fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The usm was tested on an in-house system and failed normal mode as it triggered 319 errors on the rolling loop. During the inspection, it was found that the rolling loop damaged and tangled causing insertion movement issues. The usm failed on a psc fixture test platform (pftp) as it failed the insertion friction speed low test caused by the damaged and tangled rolling loop. The usm was tested on a pftp and passed direction test, lissajous, cva characterization, sensors check, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The rolling loop assembly will be replaced as a fix to the reported problem. No image or video was available for review. An event verification confirmed the simple prostatectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors 316 stated as node 186 is not present at start up related to the reported complaint. This complaint is reportable malfunction event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.